Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient stated that their adaptive stimulation (as) for one program stopped working and that he would also like a new program to cover more of his back pain. All impedances and connectivity were checked. The as settings were also checked for as and the rep did note that program a had some positions that did not have an intensity set. The as was reprogrammed for program a. The rep added a program b to cover the patient's back pain, and as was also configured for the new program. The issues was reported to be resolved. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the cause of the patient not having some positions set was not determined. No further information was reported. Additional information was reported that the cause for some positions not having an intensity set was due to when programming c it was believed that program's a setting were wiped out. This has been rectified. No further information was reported.